Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow-up MDR will be submitted.